Event description:
Hospital's cssd department have reportedly located what they have described as possible "bio-burden" within these instruments. The instruments were used in a case on tues (B)(6) 2006. When the two were soaked during the decontamination process post case, the hospital described the/a material coming out/leaching out of the instruments that came to their attention. It was described also as being 'lubricant' like. These instruments are not able to be pulled apart to be cleaned / monoblock. The hospitals infection control unit is to inspect these instruments today at 3pm.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2012-00812.